Event description:
Received notification from j&j corporate counsel of a lawsuit. The complaint filed by plaintiff alleges pt underwent thoracic procedure and the "stapler malfunctioned while cutting pt's lung". The complaint further alleges the 45mm stapler device "cut, but did not staple". The pt was converted to an open procedure. No info regarding device availability at this time.